Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D1: brand name was updated. D4: catalog number, lot number, unique device identifier (UDI) number and expiration date were updated. G3: date received by manufacturer was updated. H4: device manufacture date was updated. G4: PMA/510(k) number was updated. G6: type of report was updated. H2: type of follow up was updated. H11: narrative/data was updated.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. G4: PMA/510(k) number not available. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the encode was stripped and over torqued causing the implant to loosen. The implant had to be removed.